Event description:
A site reported that the nursing staff discovered a patient on the carescape b850 monitor with a spo2 of approximately 40%. The monitor was set to alarm at 89%, however, no alarms were allegedly heard. The patient was intubated, mechanically ventilated and successfully resuscitated.

Manufacturer narrative:
Ge healthcare performed a log file analysis and concluded that alarms were activated and escalated as designed. The logs reveal that a user silenced alarms at 17:29:12 and that remote printing was initiated at 17:33:31. The monitor operated as specified.